Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.

Event description:
The following has been reported: biomed reported: staff have a lvp pump that was reported there was a continuous alarm tubing set problem even though multiple sets tried. The battery was low. Staff charged the pump overnight. The av (actuator valve) pins and loading guide was cleaned. When cleaning staff found the lower right actuator valve struck. After cleaning the valve moved freely. Tested the pump the next day. While tested the pump no errors occurred. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) . An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.